Event description:
It was reported that the patient experienced chest pain. Upon interrogation, the right ventricular lead exhibited intermittent capture. An echo confirmed the patient had a small effusion and a micro dislodgement. The physician suspected the effusion and dislodgement were caused by perforation. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.